Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery became hot while charging. Reportedly, the customer used an alternate cable to address the issue. There was no reported impact to the customer's blood glucose level.